Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had changed the infusion set several times and one time the cannula was bent. The customer's blood glucose reading was 363 mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the caller to remove the cannula and it was not bent. It was stated that the customer is bedridden. After receiving the tubing clamp the grandmother called to perform the high pressure test and passed. No further information was provided.